Event description:
The wire was prepped and flushed as usual before insertion into the artery. The physician realized that the tip was kinked after it failed to cross the simple non-tortuous lesion after a few tries. The defective wire was removed, and a new atw marker guidewire was used successfully to cross and treat the lesion. However, the device was received for analysis and after review, based on visual analysis distal tip stretched coil and corewire fracture were identified. Therefore, this file was redetermined to be reportable based on significant analysis findings.

Manufacturer narrative:
During a coronary intervention, the distal tip of an atw steerable guidewire kinked during a failed attempt to cross a "simple non-tortuous lesion". No pt injury occurred but analysis of the returned product found more significant damage than was originally reported. Analysis of the returned wire confirmed kinks and bends on the guidewire, as well as a stretched coil and corewire fracture. As received, the specimen does not present any obvious indication of manufacturing defect or anomaly. Except for the fracture of the core wire, an indeterminate distance from the distal tip joint, bends and kinks of varying severity; and stretched coils, the specimen appears visually and dimensionally correct. The flexible, "delicate" nature of the "floppy" tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). The location of the fracture is concealed by the distal coil wraps, inhibiting characterization; however, the stretched coil wraps imply tensile loading is a contributing factor. The bend forms in the distal 0.5cm of the device combined with the stretched and displaced coil wraps suggest that the distal tip of the guiding catheter may have been employed in an attempt to straighten the atw's distal tip in order to facilitate crossing the lesion. A review of the device history records (DHR) indicates this lot was final inspection tested and deemed acceptable for shipment. The complaint was confirmed for damage. Review of the available info suggests that procedural factors or device handling may have contributed to this event.